Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps to perform failure analysis. The instrument was analyzed and found to have thermal damage at the yaw pulley. A review of the system logs shows a monopolar instrument was used on the procedure. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a burned/melted spot on the insulated part of the jaw next to the metal joint. There was no report of patient involvement. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: as far as the sterile processing technician knew, the issue occurred in the operating room (or) prior to arriving in processing. This was confirmed after she spoke with the technician that was in decontamination that cleaned the instrument. The instrument came back from being used in the case and was not tagged. No one from the or mentioned anything about an instrument either. No acing was reported by the surgeon or operating room staff. The customer was using an erbe e200 generator that was set to cut 4 and coag 4. The procedure was completed robotically. She stated there was no injury to the patient and there were no recordings of the procedure. Patient information was provided.